Event description:
It was reported that the patient was diagnosed with previous l4-5, l5-s1 decompressions. Recurrent mass effect in the l4-5 left paracentral region. Persistent back pain with degenerative changes at l4-5 and l5-s1. It was reported that the patient underwent a posterior-approach lumbar interbody fusion of l4-l5 and l5-s1 using rhbmp-2/acs to treat degenerative disk disease, recurrent stenosis, bilateral leg radiculopathy and left exertional foot drop. Reportedly, within three months of his surgery the pain returned but had shifted to primarily the right side. A CT scan 259 days post-op showed "hardware appears well positioned. Soft tissue density with peripheral osseous densities in the left paracentral and lateral region at l4-5 is nonspecific. The possibility of nerve root impingement at this region cannot be excluded. Prominent osseous foraminal stenosis ion the right at l5-s1 and nerve root impingement at this level cannot be excluded. Apparent moderate soft tissue stenosis centrally at l3-4." The patient was later diagnosed with "hypertrophic bone formation which is causing compression of his nerve." At 327 days post-op, the surgeon performed a revision surgery to relieve pressure on the patient's nerve root at l5-s1 caused by ectopic bone growth and to remove some hardware. Revision surgery was to treat heterotopic ossification of the right l5-s1 foramen. After decompressing the nerves, the fusion was explored, and the interbody was found to be completely fused. The surgeon noted in patient's records, "quite a bit of overgrown heterotopic bone," which the surgeon removed, and that "[t]he s1 nerve root was also hyperemic, but I did decompress all the overgrown bone in that foramen." Reportedly, the patient's pain was temporarily relieved for approximately 2-3 months, but then the pain on the right side has return ed. Reportedly, the patient has been physically unable to return to his profession.

Event description:
On (B)(6) 2009, the patient underwent a posterior-approach lumbar fusion at levels l4-l5, l5-s1 using rhbmp-2/acs. The patient¿s p ost-operative period was marked by unrelenting pain. Imaging studies reportedly show that the patient developed uncontrolled bone growth (¿bone overgrowth¿) and resulting nerve compression at or near where the bmp was implanted. On (B)(6) 2010, the patient underwent revision surgery to remove bone overgrowth in his lumbar spine. Per the operative report, ¿[t]here was quite a bit of scar tissue . . . [In the l4-s1 region] . . . . [T]here was [also] quite a bit of overgrown heterotopic bone.¿ the patient suffers from severe injuries and damages including, but not limited to, bone overgrowth causing nerve compression, unrelenting and debilitating pain, and emotional distress and mental anguish. Reportedly the patient was once able to walk 4-5 streets blocks without pain, but can now only walk half a block before stopping. The patient cannot perform basic household tasks and is dependent on high doses of pain medication because of the pain

Event description:
It was reported in an online article that the patient underwent a surgery in 2009 using rhbmp-2/acs. Post-op, the patient developed uncontrolled bone growth and required a revision surgery one year later. The patient has unrelenting pain. Prior to surgery, the patient could walk four to five blocks without pain. Now he can only walk a half block. He can't perform basic household tasks and takes high doses of pain medications.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that on (B)(6) 2009, the patient underwent a posterior-approach lumbar fusion at levels l4-l5, l5-s1 using rhbmp-2 /acs. The patient's post-operative period was marked by pain. Imaging studies reportedly show that the patient developed uncontrolled bone and resulting nerve compression at or near where the infuse was implanted in the (B)(6) 2009 surgery. On (B)(6) 2010, the patient underwent revision surgery to remove the bone overgrowth in his lumbar spine the patient now suffers from severe injuries including, but not limited to, bone overgrowth causing nerve compression, pain, and emotional distress and mental anguish. It is reported that the patient can now only walk half a block before stopping. The patient is dependent on high doses of pain medication because of the pain.

Manufacturer narrative:
Review of radiographic imaging studies found as follows: (B)(6) 2008: MRI sagittal mild disc dessication at l5. 7/2008: l3 subannular protrusion on axial t2 MRI. Paracentral posterior left l4/5, right hnp l5/s1 displacing s1 root. (B)(6) 2009: MRI sagittal stir only. Metal artifact noted at l4/5 level.

Manufacturer narrative:
(B)(4)